Manufacturer narrative:
Investigation summary: this complaint is for misidentification of burkholderia pseudomallei as stenotrophomonas maltophilia when using phoenix panel nid (448007) batch number 1053136. The customer did return lab reports for investigation. It is to be noted that bd does not have claims on federal select agents. Burkholderia pseudomallei is considered a select agent. This information can be found at the following website : https://www.selectagents.gov/sat/list.htm?cdc_aa_refval=https%3a%2f%2fwww.selectagents.gov%2fselectagentsandtoxinslist.html. Since bd does not have claims on the organism that was misidentified, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using 2 bd phoenix¿ nid misidentification was observed by the laboratory personnel. The patient was treated with stenotrophomonas maltophilia and later changed to burkholderia due to the correction of the results. The following information was provided by the initial reporter: "maldi was down as a result the isolate was run on phoenix and the same is been identified as stenotrophomonas maltophili"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd phoenix¿ nid misidentification was observed by the laboratory personnel. The patient was treated with stenotrophomonas maltophilia and later changed to burkholderia due to the correction of the results. The following information was provided by the initial reporter: "maldi was down as a result the isolate was run on phoenix and the same is been identified as stenotrophomonas maltophilia".